Manufacturer narrative:
The customer reports a high patient result on the advia centaur xp enhanced estradiol (ee2) assay. The physician questioned the higher than expected result and confirmed that the patient is taking the medication fulvestrant (faslodex). The advia centaur xp enhanced estradiol instructions for use (IFU) contains information related to this drug in the limitations and specificity sections. The IFU states in the limitations section: "the drug fulvestrant (faslodex®)* may cause falsely elevated estradiol results in immunoassays. For patients being treated with fulvestrant, an alternate method that is not expected to show cross reactivity to fulvestrant, such as liquid chromatography-mass spectrometry (lc-ms), should be used." The laboratory has sent out the patient sample for lc/ms testing following the IFU recommendation. The physician has also been notified of the advia centaur ee2 cross reactivity to fulvestrant. The results obtained for this patient are consistent with what's expected for this assay based on the advia centaur xp ee2 limitations statement. Product is meeting specification. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "the drug fulvestrant (faslodex®)* may cause falsely elevated estradiol results in immunoassays. For patients being treated with fulvestrant, an alternate method that is not expected to show cross reactivity to fulvestrant, such as liquid chromatography-mass spectrometry (lc-ms), should be used. With the advent of new steroid based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patients clinical history. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Faslodex® is a registered trademark of astrazeneca" MDR 1219913-2019-00082 was filed for the same event.

Event description:
A false high advia centaur xp enhanced estradiol (ee2) result was obtained on a patient sample. The result was reported to the physician. The physician questioned the result. The physician suggested that the sample be sent to an alternate site and tested with liquid chromatography-mass spectrometry ((lc-ms). The lc-ms testing yielded the expected result. The patient had a previous high advia centaur xp enhanced estradiol (ee2) result that was not questioned. Patient is taking faslodex. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant enhanced estradiol results.